Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer's blood glucose was 11 mmol/l at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error alarm during testing however, the formatted history file confirmed pump error due to a software error.